Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis, featuring the gore c3 delivery system. The white outer deployment knob was turned and pulled out from the catheter handle to release the proximal end of the endoprosthesis, and deploy the device to the contralateral gate of the main body. Removal of the knob did not initiate deployment. The deployment line access hatch, located on the handle of the delivery catheter was opened and removed. It was noted at this time that line four was missing. Deployment via the backup deployment mechanism (line one) was initiated, but did not initiate deployment. The physician had decided to withdraw the device and catheter in its entirely; when it was noted that the device had partially deployed from the contralateral gate to the distal edge. A wire and balloon catheter were then advanced to aide in opening the proximal end of the device. At the level of the flow divider and contralateral gate, the device remained partially constrained. Using the balloon catheter, the proximal edge of the device was opened in its entirety; and the main body was partially opened after having executed the steps to remove the constraining mechanism of the device. The physician then performed an aorto uni iliac and femoral femoral (fem fem) cross over bypass and the procedure was concluded. The pt tolerated the procedure. On (B)(6) 2012, the pt was converted to open repair. The device was explanted and the fem fem removed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The device delivery system and catheter were returned to gore and an engineering eval is being conducted. According to the instructions for use for the gore excluder aaa endoprosthesis: "pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion." Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: incomplete component deployment.